Event description:
It was reported that the patient presented for a procedure. Post procedure, it was noted that the pacemaker had a dropped in pacing impedance to less than half from the stable baseline value. No intervention was performed. The patient was stable.